Manufacturer narrative:
Corrected b3/b4/b5/b6 description event. Added g3/g4 date. Added h1/h2 serious reportable event along with checking the correction box and the additional information box. Added h6 investigation conclusion codes 22 and 4315.

Event description:
On (B)(6), 2019, the patient underwent endovascular treatment of the right common iliac artery aneurysm using gore® excluder® aaa contralateral leg endoprosthesis. (B)(6), 2021, an aneurysm enlargement and a proximal type I endoleak was observed on the follow up imaging. Reportedly the endoleak might have been caused by short proximal neck length. On (B)(6), 2021, reintervention took place, additional stent grafts were placed. During the procedure, the inferior mesenteric artery was unintentionally covered by gore® excluder® aaa trunk-ipsilateral leg endoprosthesis. The patient tolerated the procedure. This event is captured in case 6706. The fsa provided following additional information, the date of the follow up examination where the aneurysm enlargement and endoleak were discovered is (B)(6), 2021, and the aneurysm was enlarged approximately 8mm since the follow up examination in 2020 (the aneurysm was 46mm in 2020 and it became 54mm in 2021).

Event description:
The following was reported to gore: on (B)(6) 2019, the patient underwent endovascular treatment of the right common iliac artery aneurysm using gore® excluder® aaa contralateral leg endoprosthesis. On an unknown date in 2021, an aneurysm enlargement and a proximal type I endoleak was observed on the follow up imaging. Reportedly the endoleak might have been caused by short proximal neck length. On (B)(6) 2021, reintervention took place, additional stent grafts were placed. During the procedure, the inferior mesenteric artery was unintentionally covered by gore® excluder® aaa trunk-ipsilateral leg endoprosthesis. The patient tolerated the procedure.

Manufacturer narrative:
(B)(4). The review of the manufacturing paperwork verified that this lot met all pre-release specifications; according to the gore® excluder® aaa endoprosthesis instructions for use, adverse events that may occur and/or require intervention include, but are not limited to, endoleak.